Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited latch/lock unresponsive. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿latch/lock unresponsive¿ was confirmed through functional testing. The cause was the latch/lock sensor. Further investigation found the downstream occlusion (dso) seal was delaminated. Replaced the latch/lock sensor and dso seal. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.